Event description:
Healthcare professional reported left side "suspicion of breast rupture on ultrasound and lack of breast cohesion". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a4, a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "suspicion of breast rupture on ultrasound and lack of breast cohesion". Device has been explanted.